Event description:
It is reported that during the original surgery a small proximal femur crack was noted intraoperatively. The patient was revised due to a loose femoral stem.

Manufacturer narrative:
Evaluation summary: primary operative notes were provided which noted that the femoral canal was very tight, and that during placement of the #1 broach, a small crack of the proximal femur was noted and a cable was placed. Revision notes were provided which noted the femoral stem to be completely loose. No x-rays were returned. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Adherence to rehabilitation protocol is unknown. It is unknown if an unreported traumatic event led to the stem loosening. A definitive root cause cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.